Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided g4: additional PMA/510(k) number k101880 a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #19 was removed due to infection. While doing a bone grafting procedure on the area next to the implant. The tissue around the implant appeared to be inflamed - during further examination & tissue removal, implant was found to be unstable & was removed - infection cleaned out & new bone graft placed symptoms as a result of the event: inflammation.